Event description:
It was reported that during priming with a revaclear 400, an external leak was observed. It was further reported that the coupling insertion point was broken.there was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.